Manufacturer narrative:
The investigation into the reported issue has been completed. Logs confirmed the reported failure. There was a battery failure alarm, battery level low alarm and battery failure (low voltage) [v < 12v] - alarm due to cell imbalance. Though there is no ltpowerdata from the complaint date, batttest confirms the cell imbalance with cell 1 of battery 1, which caused the battery failure. The console was tested. The failure mode was reproduced while running the aic without the ac power. Also confirmed the battery failure by performing batttest in the terminal window and by visual inspection of the battery lcd screen. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to cell imbalance, a known pattern failure. Before sending this console back to the customer, field service was instructed to replace the battery kit, validate charging, and perform a full functional check on the console and optical system.

Event description:
It was reported that in preparation for a software update the aic was booted up and displayed a battery error. Console was not charged when booted first. The error persisted after two full days of charging. No patient was involved.